Event description:
The report received from the field states that after successful angioplasty of a restenosis of a smart stent, the savvy balloon became stuck in the iliac artery. When the physician began pulling the shaft, it separated in the sheath. The patient is a female (age unknown). The original target lesion was the right external iliac. The physician placed a 4f 12cm sheath from st jude medical in the left groin. He advanced a sv-5 wire across the lesion. The 6 x 4 savvy balloon was opened and prepped according to the IFU. The physician then advanced the balloon over the wire (bare backed) through the 4f sheath. He chose not to use a cross over sheath. He inflated the balloon to 7atm for 1 minute. The balloon was removed and a larger balloon (sterling) was used for the same lesion. The lesion, upon angiography, was successfully treated. Then the physician decided to use the savvy again for left iliac angioplasty of a greater than 50% restenosis of a previously implanted smart stent (cat and lot unknown) which was placed in (B)(6) 2011. After successful angioplasty of the left iliac stent, the physician began to remove the balloon but it became stuck in the iliac artery. When the physician felt the resistance and he began pulling the shaft of the savvy until it separated. The shaft was slowly pulled back and came out of the sheath easily. When the sheath was removed, the physician achieved hemostasis and the patient was sent to cath lab holding. Upon inspection of the sheath it was noted that part of the shaft of the balloon was in the sheath, but the balloon was free outside the sheath. Fortunately there was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Concomitant products: 4f 12cm sheath from st jude medical, sv-5 wire, sterling balloon. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR reports # 9616099-2012-00197 and 9616099-2012-00198.

Manufacturer narrative:
The report received from the field states that after successful angioplasty of a restenosed smart stent, the savvy balloon became stuck in the iliac artery. When the physician began pulling the shaft, it separated in the sheath. The patient is a female (age unknown). The patient's medical history and vessel lesion characteristics are unknown. The original target lesion was the right external iliac. The physician placed a 4f 12cm sheath from st. Jude medical in the left groin. He advanced a sv-5 wire across the lesion. The 6 x 4 savvy balloon was opened and prepped according to the IFU. The physician then advanced the balloon over the wire (bare backed) through the 4f sheath. He chose not to use a cross over sheath. He inflated the balloon to 7atm for 1 minute. The balloon was removed and a larger balloon (sterling) was used for the same lesion. The lesion, upon angiography, was successfully treated. Then the physician decided to use the savvy again for left iliac angioplasty of a greater than 50% restenosis of a previously implanted smart stent (cat and lot unknown) which was placed in (B)(6) 2011. After successful angioplasty of the left iliac stent the physician began to remove the balloon but it became stuck in the iliac artery. When the physician felt the resistance and he began pulling the shaft of the savvy until it separated. The shaft was slowly pulled back and came out sheath easily. When the sheath was removed the physician achieved hemostasis and the patient was sent to cath lab holding. Upon inspection of the sheath it was noted that part of the shaft of the balloon was in the sheath, but the balloon was free outside the sheath. Fortunately there was no harm to the patient. The savvy balloon was returned for evaluation. The sterile lot number of the smart stent is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implant peripheral artery stents. With the limited information provided regarding the patient's medical history and the vessel/lesion characteristics it is not possible to determine what factors may have contributed to the reported event. Based on the available clinical information there is no indication of any manufacturing issues; therefore, no corrective actions will be taken.